Event description:
It was reported to philips that the system gave an alert indicating there was a problem host computer's memory, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse decided to replace the host pc. The supplier's part analysis has conclusively determined the cause of host pc failure was due to memory/ram failure. To resolve the issue, the fse replaced the host pc and performed ghost backup, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.